Manufacturer narrative:
(B)(4). Only the top portion of the screw was returned. Visual inspection confirmed the fracture. A device history review of the screw lot number did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause could not be determined.

Event description:
The dentist reported that the abutment screw (iuniht) fractured.